Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin pump had motor error alarm also button was sticking. Customer's blood glucose value was unknown. Customer stated that insulin pump had random no delivery alarm also battery last less than seven days. Customer also stated that crack around reservoir and screen had cracks on the upper left that goes into the plastic on the pump. The device will not return for analysis.